Manufacturer narrative:
Veeva case: (B)(4).

Event description:
It seemed to get stuck in my throat [medication stuck in throat], I felt that a little corega went through [accidental device ingestion], it feels very uncomfortable to have that there [discomfort in mouth]. Case description: on (B)(6) 2024 a spontaneous case was reported in spain by a patient via call center representative (email). The report concerns a consumer. The consumer received corega fixatives (carna+polma cream) for indication product used for unknown indication. No concomitant medications were reported. On (B)(6) 2024, after an unknown time of starting corega fixatives, the consumer experienced a medically significant foreign body in throat (it seemed to get stuck in my throat). The outcome of the event foreign body in throat (it seemed to get stuck in my throat) was unknown. On (B)(6) 2024, the consumer experienced a medically important condition accidental device ingestion (I felt that a little corega went through). The outcome of the event accidental device ingestion (I felt that a little corega went through) was unknown, also the consumer experienced a non serious oral discomfort (it feels very uncomfortable to have that there). The outcome of the event oral discomfort (it feels very uncomfortable to have that there) was not recovered/ not resolved/ ongoing. No medical history was reported. No drug history was reported. The action taken with corega fixatives was unknown. Dechallenge was unknown and rechallenge was not applicable. The causality of events foreign body in throat and oral discomfort were assessed as reasonable possibility and causality of event accidental device ingestion was assessed as not reported / not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "about a week ago when I removed the plaque, I felt that a little corega went through, and it seemed to get stuck in my throat. I have tried it with warm water with salt, hot teas, gargling with warm water, etc, but I still feel that sensation, what should I and can I do please, it feels very uncomfortable to have that there. It's pending".